Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number 3006705815-2023-01175 and 3006705815-2023-00015. It was reported the patient's leads had migrated. Surgical intervention was undertaken, during which the existing leads were explanted and replaced.